Event description:
The customer reports that one male patient generated architect total psa assay results of 1.88 and 1.82 ng/ml. This same patient also generated architect free psa assay results of 4.24 and 4.22 ng/ml. The customer suspected that the total psa results were falsely decreased. Upon dilution of the sample, the following results were generated: dilution: 1:2, total psa: 2.68 ng/ml, free psa: 5.08 ng/ml. Dilution: 1:4, total psa: 3.44 ng/ml, free psa: 5.48 ng/ml. Dilution: 1:8, total psa: 4.08 ng/ml, free psa: 6.00 ng/ml. Dilution: 1:16, total psa: 4.80 ng/ml , free psa: 6.56 ng/ml. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This report is being filed on an international product, list number 07k70 that has a similar product distributed in the us, list number 06c06. (B)(4) - no consequences or impact to patient. (B)(4) - low test results.

Manufacturer narrative:
An in-house retained sample of architect total psa reagent, list number 7k70-25, lot number 09287lf00 was used in this evaluation. Fifteen replicates each of an in-house serum based sample (used at final release customer testing to mimic the patient samples) were assessed twice on one instrument for a total of thirty replicates. The grand mean concentration value was assessed against specific acceptance criteria. Results obtained were within expected values and passing acceptance criteria. Our testing confirmed that lot 09287lf00 is performing acceptably. A review was also conducted of manufacturing records for this lot. No issues were identified and the kit release specifications were met. Customer supplied data was also reviewed. A manual dilution of the sample was performed and identified that the total psa value increased after dilution indicating interference in the sample. The customer forwarded the sample to a reference lab for additional investigation and comparable results were returned. Antibody neutralization tests and heterophilic blocking agent testing were performed, which did not impact the total psa results, indicating that the discrepant result was not due to heterophilic blocking agents or antibody interference. The sample was also assessed on the axsym platform and a total psa result of 0.74 ng/ml was returned. This issue appears to be sample specific and not a reagent performance issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect total psa assay package insert contains information to address the customer's current issue. Based on the results of this current evaluation and the information provided by the customer, it has been determined that the architect total psa assay, list 07k70-25, lot 09287lf00 is performing acceptably. A product malfunction was not identified.